Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was interference without auditory feedback during the stimuli. The stimulus side was changed to 2 and the equipment interface, without success. The anesthesiologist was asked to replace it in an attempt to solve the problem, but he decided not to perform it, justifying that the patient's pacemaker may be causing the interference. Therefore, the doctor decided to continue with the procedure without monitoring. The surgery was delayed by 20 minutes and there was no patient impact.